Event description:
Patient presented to the physician with drainage at the ipg incision site. Physician prescribed antibiotic. Patient presented back to the physician with continued drainage at the incision site. Physician brought the patient into the or and determined a staph infection at the ipg pocket. Physician performed a washout procedure and placed them on IV antibiotics. Physician brought the patient back into the or three days later and removed the entire inspire system.